Event description:
It was reported that an asymptomatic patient presented in emergency room after receiving a patient notifier. Post-paced t-wave oversensing was observed on the ventricular channel. The device was reprogrammed. During a subsequent follow-up, post-paced t-wave oversensing was once again observed. Additional programming changes were made.